Event description:
It was reported that a pump declared alarm 20 during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was informed of the need to replace the pump, which was covered under warranty, and will use multiple daily injections as a backup to ensure continuous insulin delivery. Technical support confirmed the pump's serial number and arranged for its replacement, instructing the customer to allow the battery to deplete before returning the faulty pump within 10 days using the provided pre-paid label and return box.